Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge, non-penetrating nicks, yellow biological tissue and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.